Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found in the device logs. The assignable cause of the iipv was determined to be: insufficient drain / use error due to inappropriate bypass of the initial drain. Labeling review found labeling to be sufficient for the identified use error. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's ultrafiltration reading was 255ml, indicating the home patient (hp) drained 255ml more than their programmed fill volume of 250ml. This information which meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance spoke to the peritoneal dialysis nurse regarding this event. Product surveillance asked if this was used on a pediatric patient due to the small volumes in the logs. The nurse said that they did not have any pediatric patients at the facility, and this device was used as a training machine so there was no patient involved in the complaint.